Event description:
It was reported that the user awoke to a high glucose alarm and a blood glucose meter reading of 432 mg/dl while using the ilet with an inset 23" infusion set; the user recalibrated the system, verified no evidence of site leakage or cannula kinking, changed to a new approved infusion site, and later obtained a fingerstick of 517 mg/dl, after which they disconnected from the ilet and administered a manual insulin injection before resuming ilet use with subsequent improvement to 118 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary interruption of device use and need for manual insulin administration. Investigation included troubleshooting, review of device data indicating corrective insulin delivery and a pattern of overnight highs, site inspection, and user education. Investigation of this case revealed persistent hyperglycemia of unclear cause with no confirmed device malfunction, no infusion set occlusion, and no site integrity issue observed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.